Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. Caller requested for insulin pump type to be changed since customer was not used to new pump and requested old insulin pump model. It was advised that insulin pump would need to be replaced.